Manufacturer narrative:
The device has not been returned for analysis as of this date. Add'l info from the user facility: model #: 08526-96.

Event description:
From facility medwatch # unk; pt identifier: (B)(6): it was reported that during a coronary angiographic procedure, the expo diagnostic catheter fractured in the pt. The physician was attempting to cannulate a novo molous right coronary artery using multiple devices. The last device used was the expo 5f al1 diagnostic catheter. Due to the twisting/torquing of the device a "knot" was noted. They attempted to cannulate it with a wire and it broke off just above the sheath, leaving approx 65cm of catheter inside pt. Pt was hemodynamically stable, and was sent emergently to the operating room for retrieval and repair of a dissection at the location of knot. Surgery was successfully and pt was reported to be doing "fine" post procedure.